Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, a lead impedance out of range alert, and the impedance trend on the atrial pacing lead was variable. An out of tolerance subthreshold lead impedance alert was recorded on 2013-09-16. Maximum atrial pace impedance rises from an approximate baseline of 500 ohms and varies between 424 and 3424 ohms throughout the record.

Event description:
It was reported that the patient went to the hospital because an alert sounded. The lead was found to have high/unstable thresholds and high impedance. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).